Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -8.5/1.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault and the problem resolved. It was reported that the replacement lens was placed in a vertical position. Cause was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).